Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. The reported product was returned and investigated. During product testing the lancing device was mounted onto simulated skin and fired. The device fired correctly and a broken lancing device was not observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's sister reported unspecified issue with their lancing device that reportedly prevented customer from testing and as a result of being unable to test, the customer experienced tremulousness, cold, and vertigo. She further reported she had to take the customer to a hospital as "their sugar level dropped down to as low as 52" (the source of the reading is unknown) where she got diagnosed with hypoglycemia and treated with intravenous infusion of unknown type and orange juice. There was no report of death or permanent impairment associated with this medical event.